Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast fix was implanted, t2 was deployed simultaneously. T2 deployed through the meniscus. All ts were removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation showed the actuator tip functioned as designed. An evaluation of the customer provided images showed in image marked 50, a partial view of the device is laying next to the shipping pouch with the batch number of the complaint on it. The handle and gray deployment knob are not visible. The t1/t2/suture are off the needle and are not visible in the image. There is bio debris on the needle. In the image marked 51, a close up view of the needle tip shows bio debris on it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.